Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that on an unknown date the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remained hospitalized and had not recovered from peritonitis. It was reported that 18 days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis therapy (ongoing). No additional information is available.